Event description:
It was reported that an ilet pump was dropped while the user was on a ladder, after which the touchscreen became unresponsive; attempts to charge and restart via the app were unsuccessful, and the user utilizes a g7 sensor and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with a key/button or touchscreen unresponsiveness localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.